Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2022, a 22mm amplatzer amulet was implanted in a patient with a history of hemorrhagic stroke and cognitive disorder. During procedure the device was repositioned partially and recaptured twice according to the instruction for use (IFU). The final position was satisfactory. Following procedure the patient was diagnosed with an ischemic stroke. It was noted that the patient experienced symptoms, but were not available. The patient was transferred to a nearby hospital. During observation at the hospital, a pericardial detachment was observed and progressed to pericardial effusion and it was successfully drained. The cause of the effusion was unknown however, it was thought that it could have been due to the repositioning of the device during the implant procedure. The cause of the ischemic stroke us unknown. The patient remained hospitalized through (B)(6) 2022, and was schedule to go back to their institution.

Event description:
Subsequent to the initially filed report, the following information was received on 20 april 2022, the patient was administered 11,000 units total of heparin. The patient activated clotting time (act) was 307 seconds.

Manufacturer narrative:
An event of pericardial effusion and ischemic stroke was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.b5. Additional information received.